Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety/depression about recall and hematoma.

Event description:
Patient reported "pain in the breast, had nausea from the beginning, breast has gone funny shaped", "huge hematoma", anxiety, and depression. This record is for the left side. The device remains implanted.